Event description:
Catheter was advanced to location, but no image appeared on the screen/monitor. Unplugged and reconnected but still no image. Took catheter out and replaced with ivus eagle eye to complete the procedures. No harm to patient. Manufacturer response for ivus catheter: (brand not provided). Emailed field rep.